Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-26131. It was reported the patient's midline incision and pocket incision were draining and not closing well postoperatively. The patient was prescribed antibiotics and silvadene cream. Follow up identified that both wounds were red and draining and still not healing. The physician continued the antibiotics but the patient developed a fever and was hospitalized. The patient's entire scs system was explanted and patient was treated with IV antibiotics. The patient is now afebrile and on oral antibiotics at home.